Event description:
It was reported that an asymptomatic patient presented in clinic during follow up with post-paced t-wave oversensing on their ventricular lead. Programming changes resolved the issue and the patient is in good condition.